Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer experienced a blood glucose (bg) level over 600mg/dl and small traces of ketones. The customer delivered a correction bolus and insulin via a pen to address the bg levels. The customer changed their cartridge and infusion set tubing to resolve the occlusion alarm. System check was performed and the pump performed as intended. During follow-up, the contact stated that the customer's bg levels were getting back to normal but not yet at target level. The contact declined an additional follow-up to confirm the customer's bg levels returned to target level.